Manufacturer narrative:
Per the facility the screw broke off inside the patient and was unable to be removed from the patient. Per the facility the patient was not injured related to the reported incident. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the facility the screw broke off inside the patient and was unable to be removed from the patient.